Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat hypertrophic cardiomyopathy (hcm) induced ventricular functional mitral regurgitation (mr) with a grade of 4+. A mitraclip ntw was inserted and deployed, reducing mr to trace. However, after removing the steerable guide catheter (sgc), a bilateral shunt was observed. Left atrial (la) pressure was at 15-16, and right atrial (ra) pressure was at 18. It was speculated that the ra pressure rose by fluid replacement during the procedure. The patient was monitored, but there was no decrease in oxygen saturation (spo2), and the right to left shunt volume gradually decreased. Therefore, the patient was sent to recovery. There was no clinically significant delay in the procedure. During follow-up observation, the bilateral shunt resolved.

Event description:
It was reported that a mitraclip procedure was performed to treat hypertrophic cardiomyopathy (hcm) induced ventricular functional mitral regurgitation (mr) with a grade of 4+. A mitraclip ntw was inserted and deployed, reducing mr to trace. However, after removing the steerable guide catheter (sgc), a bilateral shunt was observed. Left atrial (la) pressure was at 15-16, and right atrial (ra) pressure was at 18. It was speculated that the ra pressure rose by fluid replacement during the procedure. The patient was monitored, but there was no decrease in oxygen saturation (spo2), and the right to left shunt volume gradually decreased. Therefore, the patient was sent to recovery. There was no clinically significant delay in the procedure. During follow-up observation, the bilateral shunt resolved.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. Perforation, listed in the instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.